Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple infusion set changes were performed to address the alarms; however, the issues continued to occur. A new cartridge was successfully loaded resolving the issue. The customer reverted to manual injections for insulin therapy.